Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c device. The pdc device was removed the week of 25nov2024. No information is known about the implantation or the reason for removal. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery, therefore no device evaluation could be completed. It is confirmed that a pdc removal occurred, however the reason for removal is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
It was reported that a patient was implanted with a prodisc c device. The pdc device was removed the week of (B)(6) 2024. No information is known about the implantation or the reason for removal.